Manufacturer narrative:
(B)(4). Report source: foreign: australia. Concomitant medical products: e1 44-36 std hmrl brng cat: ep-115393 lot: 618100. Comp rvs tray co 44mm cat: 115370 lot: 467430. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 2 years and 7 months post implantation due to loosening of humeral stem following cancer treatment. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Image was not sent for further review due to poor quality and undated image. Device history record was reviewed and no discrepancies were found. It was stated that the loosening occurred after the patient underwent cancer treatments. However, as no further medical record were provided, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.